Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 19, 2015 to february 20, 2015. The device was received for evaluation. A visual inspection revealed a black particle, approximately 0.06 square mm in size, embedded in the stress member. The particle was not in the fluid path. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the filter. This was found after being compounded with flourouracil. There was no patient involvement. No additional information is available.